Event description:
The patient experienced an increase in seizures. The nurse believed this may be due to the vns nearing end of battery life. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient's generator was replaced. The explanted generator was discarded after surgery. No other relevant information has been received to date.